Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was unknown. The customer reported that they had hardware low level failure alarm. It was reported that they had performed self test and received hardware low level failure alarm. The customer was advised to monitor the pump. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.